Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product type: {0195-heart valves}; product ID: {confida guidewire}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve replacement, upon fluoroscopic inspection of the valve load, a frame node overlap to about the 3.5 - 4th node was noted. Subsequently, prior to valve deployment, the guidewire lacerated the ventricle. The patient decompensated rapidly, necessitating quick placement and deployment of the valve. Subsequently, an infold was observed in the valve frame that extended up 2.5 "diamonds". Following valve deployment, the patient was placed on cardiopulmonary bypass via the right femoral artery and vein. The chest was opened, and ventricle repair was performed. Once the bleeding was controlled, a post-implant balloon aortic valvuloplasty (bav) was done with a 22mm non-medtronic balloon which corrected the infold. A transesophageal echocardiogram was completed both before and after the bav. It was noted that paravalvular leak was present at a moderate level prior to the bav and trace level following the bav. Additionally, there was a perforation of the left external iliac artery during the sheath exchange for the bav, requiring the placement of a covered stent. Following placement of the stent, additional ventricular repair was performed. The patient experienced a prolonged hospitalization.

Event description:
Additional information was received that per the physician, the cause of death was unknown but was likely due to the guidewire perforation and extensive surgery to repair the ventricle. Additionally, per the physician, the valve can be excluded as a contributing cause to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transcatheter aortic valve replacement access site was the right femoral artery with a minimum diameter of 6 mm. The left femoral artery had a minimum diameter of 7 mm, and the left external iliac artery perforation was caused by the sheath. Subsequently, the patient died following the procedure.

Manufacturer narrative:
Updated data: b2. B5. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. Corrected data: b5. Added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter aortic valve replacement, upon fluoroscopic inspection of the valve load, a frame node overlap to about the 3.5 - 4th node was noted. Subsequently, prior to valve deployment, the guidewire lacerated the ventricle. The patient decompensated rapidly, necessitating quick placement and deployment of the valve. Subsequently, an infold was observed in the valve frame that extended up 2.5 "diamonds". Following valve deployment, the patient was placed on cardiopulmonary bypass via the right femoral artery and vein. The chest was opened, and ventricle repair was performed. Once the bleeding was controlled, a post-implant balloon aortic valvuloplasty (bav) was done with a 22mm non-medtronic balloon which corrected the infold. A transesophageal echocardiogram was completed both before and after the bav. It was noted that paravalvular leak was present at a moderate level prior to the bav and trace level following the bav. Additionally, there was a perforation of the left external iliac artery during the sheath exchange for the bav, requiring the placement of a covered stent. Following placement of the stent, additional ventricular repair was performed. The patient experienced a prolonged hospitalization. Additional information was received that the transcatheter aortic valve replacement access site was the right femoral artery with a minimum diameter of 6 mm. The left femoral artery had a minimum diameter of 7 mm, and the left external iliac artery perforation was caused by the sheath. Subsequently, the patient died following the procedure. Additional information was received that per the physician, the cause of death was unknown but was likely due to the guidewire perforation and extensive surgery to repair the ventricle. Additionally, per the physician, the valve can be excluded as a contributing cause to the death. Additional information was received that the infold was first observed upon full deployment extending up to 2.5 nodes. The paravalvular leak was also described as severe prior to the bav.